Event description:
Patient presented to the physician with ongoing stimulation lead tethering, resulting in neck tightness, limited neck mobility, and pain at the neck incision site. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.